Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog number, expiration date, serial number: unknown/not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. Section h4 - device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon implanted an intraocular lens (iol) for a post-hyperopic lasik patient. The patient is dissatisfied post-operatively as he has -3.5 sphere. The issue was identified during post-operative examination. Account indicated that daily activities are significantly affected. No procedure delay was observed. Through follow-up we learned that no explant was planned. Laser correction mentioned was done prior the cataract surgery. No further information was provided.